Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted with proglide devices in the right (rcfa) and left (lcfa) common femoral arteries using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr and calcified. When the first proglide was used in the rcfa, an anterior cuff miss occurred after "step 3" (removal of proglide plunger) the sutures of the proglide devices, two devices in the rcfa and two devices in the lcfa, were placed using the preclose technique. The sheath was upsized to 12fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed proglide sutures in both the rcfa and lcfa. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. Visual and functional inspections were performed on the returned device. A cuff miss/suture retrieval issue was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.